Manufacturer narrative:
The device involved in the event has not be returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for the device. Once the device is returned and evaluated, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician had difficulty pushing the medtronic flow diverter through the medtronic microcatheter. The physician was able to advance the flow diverter to the distal internal carotid artery (ica) to deploy but the device never wanted to open up distally. Then he pushed the flow diverter some more and it started to open distally, but then it would not open around the genu. The device was pulled out and a new medtronic flow diverter was advanced through the same medtronic microcatheter easily and it was deployed without issues. No patient injury was reported as a result of the event.